Event description:
Date of event is unknown. Cardinal health representative picked up product at the hospital's purchasing department with information that nicu indicated that a leaking set had a crack noted at the proximal end. Although requested, no additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation it has not been received.